Manufacturer narrative:
It was found that the valve drive plate was broken, due to a build up of debris in the suction valve. It is also likely that the o-ring was worn. The leaking was most likely caused by these component failures.

Event description:
It was reported that the hand piece was leaking saline from the cutter release switch. There was no reported pt involvement.